Event description:
In 2008, the patient reported that he received an e6 (mechanical error) on his infusion device. He was instructed to disconnect from his infusion site and to place the infusion device in stop and remove the battery. He is using the correct battery type. He stated he has received several e6 errors over the past 6 months and the errors occur when the insulin cartridge is half empty. He performs a cartridge change to clear the errors and he stated that when he retracts the piston rod he hears a "pop" sound. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.